Manufacturer narrative:
A field service engineer (fse) was dispatched and performed troubleshooting and replaced several hardware components. The fse noted that when replacing wash collar the vacuum tube fitting pulled out of collar possible source of vacuum leak causing probe wash to not completely be evacuated. However, a clear root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that the sample probe is leaking on unicel dxc 800 synchron clinical systems. No effect to patient or user has been reported in connection with this event.